Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitor and the hand switch were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's left monitor was dark on one side. No patient injury was reported.